Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on february 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via transthoracic echocardiogram, that there was minimal perivalvular leakage after implant of the 27mm navitor valve. No intervention was performed. It was also noted during procedure via electrocardiogram, that the patient developed a left bundle branch block. No intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that no anatomical or tissue/calcium interference affecting expansion was noted and there were no deployment difficulties noted. No information regarding pre-existing arrhythmia, valve sizing, annular calcium distribution, or implant depth was received. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the implant procedure and/or procedural conditions contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via transthoracic echocardiogram, that there was minimal perivalvular leakage after implant of the 27mm navitor valve. No intervention was performed. It was also noted during procedure via electrocardiogram, that the patient developed a left bundle branch block. No intervention was performed. Subsequent to the previously filed report, additional information was received that there was no deployment or retraction difficulties during procedure. The cause of the perivalvular leak (pvl) is due to the implant procedure, as there was no noted anatomical or tissue/calcium interference affecting expansion of the 27mm navitor valve. The patient had an aortic valve calcium score of 3259. The cause of the patient's left bundle branch block (lbbb) is attributed to the implant procedure. There was no intervention performed or planned due to the pvl or lbbb. The patient was stable and discharged on (B)(6) 2024.